Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight loss, weight gain"), psychological trauma ("psych injury ") and palpitations ("other : heart palpitations"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, anaemia, vaginal discharge, vaginal infection, fatigue, headache, alopecia, weight fluctuation, psychological trauma and palpitations outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, palpitations, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),anemia, psych injury, vaginal discharge, vaginal infection, fatigue, headaches, hair loss, weight loss, weight gain, other: heart palpitations. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events "dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, vaginal discharge, vaginal infection, fatigue, headaches, hair loss, weight loss, weight gain, other: heart palpitations" were added. Lab data, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cesarean section, condyloma, back pain, iron deficiency anemia and knee pain. Concomitant products included cefazolin, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (motrin), meclozine (meclizine) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), anaemia ("anemia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight loss, weight gain"), anxiety ("psych injury/anxiety"), palpitations ("other : heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), panic attack ("panic attacks"), arthralgia ("joint pain"), migraine ("migraines / headaches") and complication of device removal ("the essure was meshed into my skin/meant had to do a lot of cutting to remove it"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full), salpingectomy (bilateral) and (B)(6) 2018-hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, anaemia, vaginal discharge, vaginal infection, fatigue, headache, alopecia, weight fluctuation, anxiety, palpitations, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, panic attack, arthralgia, migraine and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, palpitations, panic attack, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal ,dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding),anemia, psych injury, vaginal discharge, vaginal infection, fatigue, headaches, hair loss, weight loss, weight gain, other: heart palpitations. Discrepancy noted as per pfs: insertion date: (B)(6) 2012. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion.. Pathology test - on (B)(6) 2018: diagnosis: cervix: mild chronic cervicitis with reactive change. No dysplasia or carcinoma endometrium: weakly proliferative pattern suggestive of hormone effect. Myometrium: focal adenomyosis. Single benign leiomyoma fallopian tubes no significant histopathologic abnormalities. Serosa adhesions present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, arthralgia, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding(vaginal), bladder or urinary problems or changes, malposition of essure device, nausea, joint pain, migraines / headaches, the essure was meshed into my skin/meant had to do a lot of cutting to remove it were added. Event psychological trauma was replaced with anxiety, panic attacks. Lab data was added. Concomitant drugs, historical conditions and reporter's information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.